Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance, separation and difficulty removing was confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties appear to be due to case circumstances. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada 18 device referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a peripheral procedure to treat in-stent restenosis of an unspecified stent implanted in the right superficial femoral artery. A steelcore guide wire was advanced to the target lesion. A 2.0 laser was advanced and debulked the restenosis. An attempt was made to load the 5.0 x 80 mm armada dilatation catheter onto the guide wire; however, it became stuck. Attempts were made to remove the armada and the armada dilatation catheter separated outside the patient anatomy. The guide wire was in the patient anatomy, but the armada had not yet entered the anatomy. The steelcore guide wire and armada were removed from the patient anatomy as a single unit. A spartacore guide wire was then used with a new armada dilatation catheter without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.